Event description:
A pulse generator was returned to MFR for analysis after being explanted for end of battery life. Product analysis identified a component failure of the reed switch. The reported issue, end of battery life was not confirmed. As-received, the device did not deliver the programmed output current or the programmed magnet current with magnet activation. Analysis determined that the reed switch was open and that the observed no output condition during the product analysis was isolated to a defective reed switch, which was not closing properly. A device malfunction occurred against the reed switch.

Manufacturer narrative:
Component failure, reed switch. Device malfunction occurred but did not cause or contribute to a death or serious injury.